Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure through right internal jugular vein, the catheter was pre-filled allegedly found to be leaking in the middle of the catheter. It was further reported that tip of catheter allegedly damaged. The procedure was completed replaced with another device. There was no patient contact.

Event description:
It was reported that during preparation for a port placement procedure through right internal jugular vein, the catheter was pre-filled allegedly found to be leaking in the middle of the catheter. It was further reported that tip of catheter allegedly damaged and broken tube back to hospital for tube removal. The procedure was completed replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One photo and one video were provided for review. The photo shows a port connected to a catheter placed inside a container. The catheter is noted have a partial break. The video shows a clinician holding a catheter attached to the port and the port was flushed with the syringe attached to a needle. The catheter is noted to be leaking in the middle upon infusion. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information for use states. Precautions: use only non-coring needles with the port. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd